Event description:
It was reported that this implantable cardloverter defibrillator (ICD) system was exhibiting high out of range shock impedances. Technical services (ts) was consulted and recommended shock lead testing. This ICD svstem remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).